Event description:
Boston scientific received information that during a routine follow-up, high out of range impedance measurements were noted on the device and left ventricular (lv) lead in bipolar configuration. It was indicated that the out of range measurements began approximately five months prior. Additionally, lv loss of capture was noted. The patient indicated worsening health and fitness performance since the time of the out of range measurements. The system was reprogrammed to a configuration that noted appropriate measurements. It was confirmed that bi-ventricular pacing was again effective. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.